Event description:
This report is against user facility medwatch number (B)(4), a copy is attached. The only information contained in this report is correction or additional information.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: device history record (DHR) review conducted: manufacturing location: supplier ¿ (B)(4) / inspected and packaged by: monument; release to warehouse date: 08-may-2023; expiration date: 31-mar-2033; part number: 03.404.018s-us, 11.0mm reamer head for ria 2-sterile; lot number: 5861p52 (sterile); lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lppf rev a, lmd rev b were reviewed and determined to be conforming after rework. Packaging boms were reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404m018, ria ii reamer head 11.0mm; lot number: 4664p92; lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Certificate of compliance dated (B)(6) 2023 was reviewed and determined to be conforming. Certification for heat treat dated (B)(6) 2023 was reviewed and determined to be conforming. Raw material certification dated (B)(6) 2023 was reviewed and determined to be conforming. Raw material certificate of tests dated (B)(6) 2022 was reviewed and determined to be conforming. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: hrx. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient had an irrigation and debridement of the tibia, there was a removal of hardware and antibiotic nail. During the procedure while using the ris bone harvesting kit it was noticed that small pieces of the reamer heads were breaking off in the intermedullary canal of the patient's left tibia. Attempts were made to remove the fragments under c-arm. Several small fragments were visible at the ankle. No additional information is available. This report is for an 11.0mm reamer head for ria 2 sterile. This is report 3 of 5 for (B)(4).